Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2019; 1258t, lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was noted for out of range impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.